Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 410 mg/dl and 328 mg/dl. The customer was treated with bolus and insulin shots. The customer also stated that they did allege insulin pump was under delivering. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the insulin pump had insulin flow blocked alarm. Customer stated that event was resolved by changing complete set. Customer did not want to troubleshoot. The insulin pump will not be returned for analysis.